Manufacturer narrative:
Additional narrative: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 3 for the same event: it was reported that during an unspecified surgical procedure it was observed that two long attachment devices were overheating and the cutting burr could not be inserted. It was further noted that the cutting burr had a burn mark on it. It was reported that there was a five to ten minute delay due to the event and there were spare devices available for use. There was no patient or user injury was reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the burr device has a burn mark was confirmed. The device was evaluated and was found to have a worn front bearing. It was determined that the component damage (burn mark) was caused by the attachment device and was not a failure of the cutter device. The assignable root cause of the cutter failure was determined to be due to corrosion and organic debris which led to degradation of the bearings resulting in misalignment of the inner races of the bearings, which led to the damaged cutter and normal component wornout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.